Manufacturer narrative:
The used cartridges were not returned for evaluation. Complaint history and product history records were reviewed and documentation, indicated the product met release criteria. A non-company lens was indicated. The handpiece and viscoelastic were not provided. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. Per the instruction, for use (IFU): the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol. And potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, a foreign material came in the eye when the involved cartridge was used. The foreign material was removed using forceps and the surgery was completed using a different lens. Additional information has been requested.